Event description:
It was reported; a loss of capture was observed on the device. Technical support was contacted and reprogramming was recommended. No intervention has been performed at this time. There were no patient consequences.